Event description:
It was observed during central processing that the fenestrated bipolar instrument had frayed wires on the tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint wires were frayed is confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.